Manufacturer narrative:
The pump was received with a motor error alarm during the rewind due a corroded motor home switch. Unable to perform basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to the constant motor error alarm. The pump also had moisture damage on the electronic and motor assembly, as well as minor scratches on the display window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned a motor error alarm when the rewind process completed. Customer reported noticing that the reservoir compartment was wet earlier in the day of the call. Most recent blood glucose level at the time of the call was 280 mg/dl. No further information was provided.